Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns..summary: (B) (4) there were no pictures or record of box returned. Packaging-mismarked noted.

Event description:
It was reported that during the implant procedure and prior to handing the device to the physician device (B) (4) was in a box labeled (B) (4). The device was not implanted. No patient complications have been reported as a result of this event.